Event description:
There is an upcoming revision surgery to revise both tibia and talus. The surgeons wants to use the invision, likely some tibia base build up and an inbone 2 tibial stem that extends enough up that feels secure. Also will revise the talus component and drop down a size on the talus for feel the width of the original one put in may have been a bit wide for the lateral gutter. Original was a size 4 infinity tibia and size 4 infinity chamfer talus

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device remains implanted in the patient.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
There is an upcoming revision surgery to revise both tibia and talus. The surgeons wants to use the invision, likely some tibia base build up and an inbone 2 tibial stem that extends enough up that feels secure. Also will revise the talus component and drop down a size on the talus for feel the width of the original one put in may have been a bit wide for the lateral gutter. Original was a size 4 infinity tibia and size 4 infinity chamfer talus.